Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws of the vessel sealer extend (vse) would not open or close. The procedure was converted to open with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no issues were noted. A surgical task involving peritoneal fat was being performed at the time of the instrument malfunction. The issue did not occur after the system error. The jaws of the instrument were not open or closed and were not on the tissue at the time. No release key/mechanism was used to open the jaws. No other instrument to pry open jaws was used. There were no adverse effects on the tissue because the tissue was fat. There was no unexpected tissue removal. There was no bleeding. The customer used a new vessel sealer extend (vse) to proceed with the case. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend instrument associated with this complaint and completed investigations. The reported issue with the instrument could not be replicated nor confirmed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There was no physical damage observed during testing that would have caused the failure. The instrument passed continuity test upon testing. The instrument sealed and cut successfully. The instrument was fully functional. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified.

Event description:
Refer to h11 for follow-up information.